Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, while being used in closing the common enterotomy, the staple line was incomplete in the middle of firing and caused malformed staples. The staple line was over sewn to prevent a permanent impairment of a function and complete the case.